Event description:
Boston scientific received information, that during a routine follow-up, this right ventricular (rv) lead displayed a decrease in pacing impedance measurements from 750 ohms to 425 ohms, a decrease in r wave measurements, and an increase in threshold measurements. An x-ray was performed, and revealed this rv lead had dislodged. The decision was made to reposition the rv lead, and all measurements were stable and within range. There were no adverse patient effects, and this patient was not pacemaker dependent.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.